Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an alert for non-sustained right ventricular oversensing via merlin.net.. Oversensing was noted on a stored egm. Programming changes were made. Further actions will be discussed with the physician.